Manufacturer narrative:
This supplemental is being sent to include information that was omitted from the ¿additional MFR narrative¿ field of follow-up # 1. The following information was available at the time of submission of follow-up # 1 and should have therefore been included: the test strips involved with this complaint have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing and the complaint was confirmed. Additional tests were performed on the test strip vial and desiccant to check the structural integrity and for a possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling). A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. The alert date of follow-up # 1 should have stated 8/9/2016 and the ¿device returned to mfg date¿ has been updated appropriately. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging an inaccurate high result on the subject meter of "234 mg/dl" compared to "134 mg/dl" on another meter, performed within 30 minutes of each other. This complaint is being reported because the reported results did not meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.